Manufacturer narrative:
Fse conducted follow-up with the customer to address the reported event. Fse replaced the wash unit, made adjustment to the device.fse also tested device with no error. Customer ran qc with no errors noted.no further action required by fse. The most probable cause of the reported event was due to a defective wash unit. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported error 4040 with their aia-360 analyzer. A field service engineer (fse) was dispatched on 04-may-2017 to address the reported event, which resulted in delay in reporting of patient results for patient result. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.